Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included endometriosis, paratubal cyst and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("irregular bladder"), bowel movement irregularity ("irregualr bowel") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder to be related to essure. Lot number: 919032 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 919032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included endometriosis, paratubal cyst and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("irregular bladder"), bowel movement irregularity ("irregular bowel") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("irregular bladder"), bowel movement irregularity ("irregualr bowel") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (essure removed (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("irregular bladder"), bowel movement irregularity ("irregualr bowel") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (essure removed (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, bowel movement irregularity and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received :case upgraded to incident . Date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.